Manufacturer narrative:
Repair has not been completed at this time.

Event description:
Account called and alleged that the head hi-low drifts down in about 10 mins. He stated that he swapped the valves from a known working bed and still has the issue.